Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Explant analysis showed silicone debris in the posterior valve channel, affecting seal of the valve and causing a leak.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Patient noticed that right implant was smaller. Deflation diagnosed by physician assistant on (B)(6) 2019.

Event description:
Alleged implant deflation resulting in explantation.